Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented after receiving a vibratory notifier for non-sustained rv oversensing. There was far field p-wave oversensing on the ventricular channel that is falling outside of the crosstalk detection window. Programming changes were made.